Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unknown sensor issue occured. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.